Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error from the instrument error log. Fse found sample nozzle bent. The sample nozzle was replaced and home operation was verified. Fse ran quality control and all results were within specification and without any errors. The instrument is functioning as intended and was released. No further action is required by the fse. The aia-360 instrument, serial (B)(4) was installed on the 25th of april 2018. A complaint history review and service history review for similar complaints were performed from 25th of april 2018 through aware date the (B)(6) 2018. There were no similar complaints found during the searched period. A review of the device history record (DHR) was conducted for serial (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The aia-360 operator's manual under section 7-1: list of error messages states the following: error message: spec.z-axis home not found. Meaning: the home position of the specimen z-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported issue was due to bent sample nozzle.

Event description:
The customer reported receiving error 4019 spec.z-axis home not found on their aia-360 instrument. The technical support specialist (tss) requested the customer to remove the panel and found the sample nozzle was bent. Analyzer is down. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ctnl2 patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.